Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a pool of insulin at the end of the cartridge pigtail when the customer disconnected the tubing and thought that there could be a blockage. The customer's blood glucose (bg) level was 170 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, many air bubbles were noted. Reportedly, the luer lock connection was secure at the time of the call. The customer performed fill tubing and continued to see air bubbles coming out of the cartridge luer lock. It was indicated that the customer would change the cartridge and resume insulin delivery.